Event description:
Add'l info rec'd from rptr (B)(6) 2006: reporter called a couple days ago regarding device breaking in mouth during sleep. He has not been able to sleep the last couple nights. He has spoken to company and told him that he should be grateful that he is alerting them about how his device cracked in half and there not being a backup safety device to keep a user from aspirating due to having swallowed a broken device in one. Reporter is still unnerved from the possible disastrous outcome that could have occurred.